Manufacturer narrative:
Upon follow up it was reported the cause of peritonitis was due to constipation associated with junk food. Baxter disposable is no longer suspect in this event. At the time of this report, the patient has recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by "hazy fluid". The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with reflin injection (1 gram, route and frequency were not reported) and fortum injection (1 gram, route and frequency were not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.